Event description:
The pt was admitted for a procedure in '08 with a lesion from the internal carotid artery to the common carotid artery. The physician performed coronary artery stenting using a precise nitinol stent. After the stent was placed, there were a lot of clots in the stent and blood flow was slow. The physician "pressed" the clots using an amiia balloon and placed an additional stent (same size, same lot) inside of the first stent. However, blood flow was not recovered. The physician suctioned over 10 times and the procedure was completed. It was noted that some clots "flew" distal and a neurological symptoms remained. The physician suspects that it was caused by a blockage of flow from using the percusurge for a long time.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02320 and 9610978-2008-00236. Additional info will be submitted upon 30 days of receipt.